Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 48 mg/dl and treated with food. Customer originally believed that the insulin pump was over delivering insulin, but then stated that pump was not over delivering insulin without user input. Troubleshooting was performed and customer reported that the reservoir was showing the same amount of insulin as shown on the status screen. Customer also reported that the pump programming was correct. Customer was not able to upload to carelink. Products are expected to return for failure analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08675 inches. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.